Manufacturer narrative:
The actual device in the incident was not made available to the manufacturer to be evaluated, and a lot number was not reported. Without the sample and a lot number, a thorough evaluation could not be performed. No specific conclusions can be drawn.

Event description:
As reported by the user facility: l&d patient. Catheter had been inserted in 2008. Catheter kinked right under skin the next day, had to be surgically removed. Sample not saved. Additional information provided by the facility indicated the catheter was removed, intact, without incident. The patient was discharged and suffered no adverse sequela associated with the reported incident. The sample was discarded and not available for evaluation. It was reported the incident was not immediately reported to the quality risk manager, therefore the lot number is unknown. No further information was made available at this time.